Event description:
About five months prior to the date of this report, the patient experienced a loss of therapy. The patient had a ¿slight accident¿ with a change in their normal bowel movement. It was indicated the patient¿s stool was solid and it smeared when wiped. This was noted to not be normal. Stimulation was confirmed to be on at 1.7v. The patient had been on the same program since (B)(6) 2012 and was receiving good symptom control. The patient noted not being able to make adjustments both with or without the antenna. After troubleshooting, stimulation was increased to 1.9v. It was further stated the patient was not feeling stimulation in the bicycle seat area at the time. The patient used to feel it, but then got used to the sensation. As of the date of this report, it was stated the event was temporary and did not seem to be related to therapy. It was noted however there was lead dislodgement which was seen via x-ray on (B)(6) 2013. A replacement of the lead occurred on (B)(6) 2013. Hospitalization was required and the patient outcome was non-serious injury/illness. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3889-28, lot# va009bl, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).